Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and due to the reservoir issues and vehicular accident on january 20, 2018 with blood glucose of 47 mg/dl. Customer's other blood glucose value was 93 mg/dl. The device will not be returned for analysis.